Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: a stent graft delivery system was returned. Based on the evaluation the reported issue could be confirmed; the stent graft was found partially deployed upon sample receipt. The outer sheath of the delivery system was found significantly elongated, which indicates that increased deployment force was encountered during the attempt to deploy the stent graft, which may be caused by high friction. A manufacturing related issue could not be found. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The reported application represents an off label use of the device. The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. (Expiry date 01/2021).

Event description:
It was reported that during an overlapping stent graft procedure in the iliacs, the stent graft inserted into the right iliac artery allegedly failed to deploy. It was further reported that the delivery system was removed without difficulty and another device was used to complete the procedure. There was no reported patient injury.